Event description:
The customer reported to beckman coulter the generation of erroneously high lipase results for 1 patient on their au680 clinical chemistry analyzer. The results were released outside the lab. There was no report of change to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse checked the roller pump tubing and stated that they thought it appeared flat. The fse confirmed that they replaced the roller pump tubing and that this resolved the issue. The roller pump tubing had also been replaced a week before the issue occurred. This issue was caused by the premature failure of the roller pump tubing.